Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported issue using a known working battery. The battery that was used during the reported event was found to be depleted. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further examined the depleted battery that was used during the event, which was approximately 5 years old. The battery was found to have a very low capacity. It was observed that the battery's led display had one (1) flashing led, indicating that the battery should be replaced because it would be insufficient for providing defibrillation therapy. A review of the electronic patient record and the device self-test log showed that when the device was being used during the reported event, a replace battery warning message was displayed. Additionally, several weeks prior to the reported event, the device readiness display indicated a low battery (one bar). The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery's charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an attempt to defibrillate a patient. The patient, (B)(6) year-old male, was found unconscious. It was an unwitnessed event and the patient's downtime was unknown. First responders arrived and CPR was initiated. The device was placed on the patient and then charged, in order to defibrillate, when the device powered off by itself. The device was then powered back on, but it powered off again. An ems crew arrived on scene with their device (zoll defibrillator) and continued patient care. The patient was then transported to the hospital. The patient did not survive the event. No further details about the patient or the event were provided. The customer, a fire lieutenant, advised that the device use did not contribute to the patient outcome; it was his opinion that the patient's condition and prior history were the main contributing factors.